Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was noticed the end of the offset impactor handle was broken during impaction of the cup. The impactor was already broken before the case, but (B)(6) still decided to use it. Case type: tha.

Manufacturer narrative:
It was reported that the end of the offset impactor handle was broken during impaction of the cup. The impactor was already broken before the case, but dr. (B)(6) still decided to use it. Product evaluation and results: visual inspection: the 209830 rio shell impact-offset-trident pst (lot 32884) shows wear and tear (dings and scratches) on the device shaft and body. The end of the shaft (interface for the 206270 shell impaction platform) was broken off. A pictures of the shaft is attached. Functional inspection: the 206270 shell impaction platform could not go onto the shaft of the 209830 rio shell impact-offset-trident pst (lot 32884). The failure mode ¿end of the offset impactor handle was broken¿ was confirmed. Dimensional inspection: n/a - not performed. Material analysis: n/a - not performed. Product history review: review of the product history records indicate (B)(4) were manufactured under lot no 32884 and accepted into final stock on 07/07/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32884, shows 08 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
It was noticed the the end of the offset impactor handle was broken during impaction of the cup. The impactor was already broken before the case, but dr. (B)(6) still decided to use it. Case type: tha.